Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the image quality was bad after a 3d scan.  No patient was present when the issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and calibrations were performed on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: product ID: b I-500-01145, serial/lot #: 4.2.0. If information is provided in the future, a supplemental report will be issued.